Event description:
It was reported that the customer received a motor error alarm and no delivery alarm. Customer's blood glucose level at the time 216mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near the display window corners noted during visual inspection. The motor tested ok.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.